Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using kit bd max enteric viral panel false positive results were obtained by the laboratory personnel. A repeat test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " noro and astro false pos. "

Event description:
It was reported that while using kit bd max enteric viral panel false positive results were obtained by the laboratory personnel. A repeat test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " noro and astro false pos "

Manufacturer narrative:
H6: investigation summary the complaint investigation for discrepant results when using the bd max enteric viral panel assay (ref. (B)(4) lot 1047410 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max enteric viral panel indicated that the lot 1047410 was manufactured according to specifications and met performance requirements. Customer complained about positive results which were negative upon rerun, with the bd max¿ enteric viral panel (evp) kit lot 1047410. Customer identified 4 suspected false positive results and provided four runs file from two instruments (ct1548 and ct1774). Manual pcr curve adjudication was conducted across the 4 suspected false positive samples. Following this analysis, the curves were divided in two categories. The first category showed curves with late but true amplification, without anomaly (run 229/b7 and run 231/b7). For sample in run 229/b7, amplification of the astro target (detected in rox bottom) was observed. The sample was repeated in run 230/b1 and gave a negative result, but analysis of the corresponding curve showed a true but late amplification of the astro target. However, since the amplification was too late, the result given was negative. Such discrepant result upon repeat can occur when the load in a sample is at the limit of detection (lod) of the assay. For sample in run 231/b7, it gave a true and strong amplification of the adeno target, as well as a positive result for the astro target, which was suspected by the customer of being a false positive result. Curve analysis showed a true but late amplification of the astro target (detected in rox bottom), indicative of a sample at the assay limit of detection. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. The second category showed curves with a non-sigmoidal shape (run 455/b7 and run 456/b9). Both results were from the same sample, but from a different sbt. In both runs, the sample gave true amplification of both the rota (detected in fam top) and astro (detected in rox bottom) targets. However, it also gave a positive result for the noro target (detected in rox top) in run 455 and for the adeno target (detected in vic top) in run 456. The pcr curve pattern showed a non-sigmoidal shape for the noro target in run 455 and the adeno target in run 456. It is unlikely that such non sigmoidal curves are due to true amplification. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Based on the current investigation, there is no suspected issue associated with the reagents. There is no indication of an increase in complaints for discrepant results for bd max enteric viral panel lot 1047410. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). See h10.